Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set "disconnect below the silicone like segment". The bd representative confirmed that the separation was between the safety clamp and the tubing. Although requested there are no additional event details provided.